Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The non-stenosed target lesion was located in the moderately tortuous and moderately calcified abdominal aorta. A 33/7/2/100 equalizer balloon catheter was advanced for dilatation. However, when the diluted contrast agent was injected into the balloon during initial inflation for 5 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.